Event description:
The advocate called for help with the customer's meter. While troubleshooting, he performed control tests and received 2 results of "lo". The normal control range was 102-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab could not confirm low results with the returned reagent. They did have 1 out of 5 readings that was 23 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.